Event description:
It was reported that, during surgery, there was no t at the end of the suture of a (1) fast-fix 360 (B)(4). Additionally, the suture of a (1) bioraptor anchor fell out of the anchor (B)(4). The anchor were removed from the patient. It is unknown how the surgery was completed. There was a delay of less than 30 minutes, and no further complications were reported. No more information available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery, the suture of the bioraptor anchor fell out of the anchor. The anchor was removed from the patient. It is unknown how the surgery was completed. There was a surgical delay of less than 30 minutes, and no further complications were reported. No more information is available.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. B5 was corrected.